Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin had the gel smear. The following information was provided by the initial reporter: "gel smear in rst tubes".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed by the manufacturer and the indicated failure mode for gel smearing was observed. Additionally, ten (10) retention samples from the manufacturer inventory were evaluated by visual examination and the issue of gel smearing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel smearing based on the provided photos; however, retention sample testing was satisfactory. The manufacturer was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin had the gel smear. The following information was provided by the initial reporter: "gel smear in rst tubes."